Event description:
The customer reported that the system would not capture fluoroscopic images and was not functioning as intended. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The foot switch, hand switch, and the x-ray button on the control panel were checked and able to initiate fluoroscopy. The power supply voltage was increased. The fluoro functions board and the mainframe generator interface boards were reseated. The system was tested and found to be working as intended and put back into service.